Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose were 440 mg/dl and 51 mg/dl. The customer reported that the bolus was turned on. Customer assisted with troubleshooting. Customer was able to bolus. The insulin pump will not be returned for analysis.